Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. Two high voltage lead impedance greater than the upper limit was observed on the right ventricular lead and triggered a patient notifier on (B)(6) 2017. As of (B)(6) 2017, high voltage lead impedance was within range. The measurements were normal on (B)(6) 2018. It was suspected that the cause of the out of range measurements were related to a dry pocket caused by encapsulation. Defibrillation threshold testing was performed. The patient was stable before, during and after the procedure. The patient would continue to be monitored.